Manufacturer narrative:
The device alarmed motor error during rewind due to motor leaking oil and contaminating the motor home switch. The displacement test was unable to be performed due to motor error alarms. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer states they were unable to clear the alarm because none of the buttons are working. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.